Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were feeling short of breath and went to the hospital where they were sedated and shocked. Follow-up with the patients clinic revealed the patient was found to be in paroxysmal ventricular tachycardia. The patient needed to be externally cardioverted. The device remains in use. No further patient complications have been reported as a result of this event.